Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low intrinsic amplitude. There was some noise present on the right ventricular (rv) lead but not sensed and possible oversensing noted. The device remains in service. No adverse patient effects were reported.